Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead displayed an increase in threshold and loss of capture. The lead also displayed noise and a rise in pace impedance measurements. It was suspected that the lead had fractured. The patient was seen for a revision procedure. Fluoroscopy was performed where it was found that the lead had dislodged. The physician attempted to explant the lead but was unable to. The lead was then was surgically abandoned and replaced. There were no adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.